Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise resulting in oversensing and low pacing impedance were observed on the right atrial (ra) lead. Technical support was contacted and ra lead replacement is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.